Event description:
The customer reported that the system would not finish the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Parts have been ordered. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.